Manufacturer narrative:
(B)(4).

Event description:
It was reported that on a patient of (B)(6) in height during intra-aortic balloon (iab) insertion there was severe blood spilling from the sheath tube found by the doctor during usage. After verifying the issue was not relevant with the patient, changing to another new one catheter and no similar case occurred. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). The device was returned to teleflex for investigation. The reported complaint of iab sheath valve leak in use is not confirmed. Although, the root cause of the complaint is undetermined the returned iab passed visual and functional test. In addition, the sheath returned in question was investigated and it passed functional testing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action is required at this time.

Event description:
It was reported that on a patient of 160cm in height during intra-aortic balloon (iab) insertion there was severe blood spilling from the sheath tube found by the doctor during usage. After verifying the issue was not relevant with the patient, changing to another new one catheter and no similar case occurred. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.